Event description:
It was reported that the patient presented during a post-operative check. Upon device interrogation, it was revealed that the right ventricular pacing threshold had increased. The physician elected to replace the lead with a single coil active lead. The patient condition was fine after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.